Event description:
Review of programming history shows that the device was disabled on (B)(4) 2013. Previous diagnostics were within normal limits.

Event description:
Upon second review of the x-rays images, it appears that the lead pin is fully inserted into the connector block.

Manufacturer narrative:
Relevant data, corrected data: the data provided in supplemental MDR #5 correlated to the patient reported in MFR report #1644487-2012-02501, not the patient captured in this file. This report is being submitted to correct this information.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury. Previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead and generator passed all functional prior to distribution, manufacturer review of x-rays did not show any gross lead discontinuities. Device failure is suspected but did not cause or contribute to a patient death or serious injury

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2013 identifying this vns patient as the initially unknown patient from MFR report #1644487-2013-01081. All subsequent information will be submitted under MFR report#1644487-2013-00383. Additional information was received (B)(4) 2013 that the device was disabled upon diagnosis of high impedance. The patient has seizures with falls, but no manipulation is suspected. The patient underwent full revision on (B)(6) 2013. Attempts for product return have been unsuccessful.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen during normal mode and system diagnostics for this vns patient's device. The battery was not at end of life. No manipulation was reported, but trauma was possible. Ap chest and lateral neck and left chest x-rays were received and reviewed: the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appears to be not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was present. No tie-downs had been used on the lead. Part of the lead was behind the generator. No acute angles or clear breaks were found in the parts of the lead that were visible and could be assessed. Attempts for additional information have been unsuccessful.